Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there were some contacts "out of range" on patient's implantable neurostimulator (ins) based on 1 report dated (B)(6) 2015. No adverse events were reported in the event. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received form the healthcare professional (hcp) of a clinical study reported that there was persistent out of range impedance. The outcome was ongoing with no further action needed. No actions were taken as interventions. The device was interrogated and showed impedance out of range. The etiology was noted as not applicable to the device or therapy and not related to the procedure. The etiology was noted as related to the lead. No signs or symptoms were reported.